Manufacturer narrative:
A field service engineer (fse) discovered worn tubing through pinch valve pv45 at feed-through fitting ff225 to ff232. The fse replaced the tubing at pv45 resolving the reported leak. (B)(4).

Event description:
The customer reported approximate 20ml of clear fluid had leaked from a coulter lh 500 hematology analyzer; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.